Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 23-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2007 essure (fallopian tube occlusion insert) was placed. The consumer's concurrent condition included nickel allergy. In (B)(6) 2008 the consumer experienced lower back pain, rash, itching skin, bile problems, constipation, liver problems, adrenal exhaustion, bladder infection, problems urinating, pain during menstruation, pain in head, nausea, tiredness, insomnia, mood swings, anemia, tooth problems, vitamin deficiency, vision problems, heavier menstruation, and dry skin. Work-related problems, relation and/or family problems were mentioned. She contacted urologist, dermatologist, internist, acupuncturist and received breathing lessons, haptonomy, psychotherapy, family constellations, yoga weekends, tantra, meditation, ayurveda (panchakarma course), biofeedback as treatment. In an unspecified date mra scan (magnetic resonance angiogram) and binocular optometric examination were performed and the results were pyelitis, sepsis, glasses in reference to migraine. Essure was removed on (B)(6) 2016. The two fallopian tubes were also removed on the same day. She was recovering. Company causality comment: this spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and presented sepsis. Essure and fallopian tubes were removed around 9 years after placement. Sepsis is unlisted in the reference safety information for essure. In this case, the exact date and the circumstances of sepsis were not informed. It was not specified if it was related to essure insertion procedure, or not. Despite the lack of information for a comprehensive causality assessment, considering its serious nature per se and the fact that no further information can be obtained, causal relationship between the reported event and essure use cannot be excluded. Since device removal was required, this case is regarded as incident. Other non-serious events were reported. Technical analysis has been requested.

Manufacturer narrative:
Follow up information was received on 09-sep-2016: this adverse event report is related to a product technical complaint (ptc). (B)(4). Quality-safety evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 13-sep-2016 for the following meddra preferred term: sepsis. The analysis in the global safety database revealed 08 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and presented sepsis. Essure and fallopian tubes were removed around 9 years after placement. Sepsis is unlisted in the reference safety information for essure. In this case, the exact date and the circumstances of sepsis were not informed. It was not specified if it was related to essure insertion procedure, or not. Despite the lack of information for a comprehensive causality assessment, considering its serious nature per se and the fact that no further information can be obtained, causal relationship between the reported event and essure use cannot be excluded. Since device removal was required, this case is regarded as incident. Other non-serious events were reported. According to the technical analysis, a product quality defect could not be confirmed but is considered plausible.